Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had a history of low impedance on the ventricular lead. The lead was capped and replaced during a routine device change out procedure. The patient was doing well post procedure.